Manufacturer narrative:
A field service engineer (fse) went to the customer site to address the reported event. The fse confirmed the complaint by reviewing the error log. Fse was able to reproduce the error by performing an all-set-home under the maintenance screen mode. Fse suspected the test cup picking assembly was causing the reported issue. The fse replaced the test cup picking assembly and performed all necessary alignments. The fse repaired and validated the analyzer by successfully performing a daily check and quality control run without error and results within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) x-axis cup transfer x-axis home detection failure cause: the home sensor failed to activate after the x-axis cup transfer x-axis moved toward the home position. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the test cup picking assembly.

Event description:
A customer reported error message ¿4151 x-axis cup transfer x-axis home detection failure¿ during patient processing on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to observe for obstructions in the waste chute and ensure waste bin was not full. The customer rebooted the analyzer, but errors persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The test cup picking assembly was returned to tosoh instrument service center (isc) for investigation. A visual inspection was performed and no damage was identified. Functional testing of the cup chucks were observed and were stuck and unable to move freely, indicating an obstruction or binding within the assembly mechanism that prevented normal operation. Functional testing confirmed the reported event was due to failure of the cup chuck motor that is part of the test cup picking assembly. The most probable cause of the reported event was due to failure of the cup chuck motor that is part of the test cup picking assembly.